Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eighteen (18) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material adhered in air/water channel " malfunctions could not be identified, nor the type of material. Examination of the area surrounding the foreign material did not identify any physical damage. The event can be prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited contamination was identified in the air/water channel during repair process. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found remnants of white crystallized contamination believed to be a simethicone type product was evident within the air/water channel. Should additional relevant information become available, a supplemental report will be submitted.